Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicm5 12.1, -9.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was removed and exchanged with a same size, similar (sphere/cylinder/axis) lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
B5 - on (B)(6) 2019 it was reported that the problem was not resolved and patient has issues with her binocular vision, nasal pain, and a constantly contraction of the cilliar body. Reporter provided patient status, and stated "with wearing contact lenses there are no issues, os is her dominant eye, maybe the higher rx on os cause the problems. The patient also takes psychotropic drugs. She will come back for exam in 1 month". See MFR# 2023826-2019-02271 for exchanged replacement lens claim. Claim#: (B)(4).